Manufacturer narrative:
Th device was received and evaluated and found no problems that would contribute to the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include hyperglycemia. In an attempt to treat the high bg, a new pod was applied and multiple bolus injections were administered. Upon failure to decrease bg levels, the patient was admitted to the hospital and treated with insulin.